Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbys0091 showed no other similar product complaint(s) from this lot number. Mw5076965, (B)(4).

Event description:
It was reported that there was a hair inside of the "sterile setting" of the port kit. That kit was disposed and a new kit was opened and used. No patient involvement.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803. A lot history review (lhr) of asbys0091 showed no other similar product complaint(s) from this lot number. Mw5076965.

Event description:
It was reported that there was a hair inside of the "sterile setting" of the port kit. That kit was disposed and a new kit was opened and used. No patient involvement.